Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, product identification and expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date ¿ unknown.

Event description:
It was reported patient underwent a left total knee arthroplasty on an unknown date 13 years ago. Subsequently, an upcoming revision procedure had been indicated for an unknown reason. There has been no reported revision procedure to date